Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly alarm. No previous repairs noted in the last 12 months. Review of event log found cassette not attached properly alarm. Visual/functional testing was performed. Unable to duplicate the complaint. Probable cause of complaint was unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alerts "cassette not attached properly" with no cassette present. There was no patient involvement.